Event description:
It was reported that the customer received a new insulin pump. Customer requested assistance on programming the device. The alarm history was checked and an unexpected restart alarm was found. It was stated that a temporary basal was not programmed before the alarm occurred. The insulin pump was stored or not in use for an extended period of time. Customer was able to program the insulin pump and clear the alarm. Customer was advised to monitor the device and get back in contact if issue recurs. Blood glucose value was 204 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See medwatch 2032227-2014-44500.